Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was not returned after multiple attempts for device return, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. One possible root cause is the surgeon hit bone or another instrument while removing the device, resulting in the tip breaking off. However without the return of the complaint device, and no further information provided we cannot determine a definitive root cause of the reported issue. Should the device ever be received back in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented. No nonconformances were identified for this part number, lot number combination per qlik query executed on 7/1/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the affiliate that during the arcr surgery after sutured subscapularis muscle by using versalok, it was reported that the thread of 4.5 healixadv br3sutanc pcord was loosened about 20 min after fixation. Then, the surgeon removed it by using inserter which used for insertion of the device. After the removal, the surgeon recognized that the tip of the device was broken. The surgery was completed by using alternative ti anchor (p/n and lot# were unknown). It was brand new and the first use when the issue occurred. There was 60 min surgical delay and no harm to the patient. No further information was provided by the hospital. Additional information provided by the affiliate reported the device will be returned for evaluation.